Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation the battery charger failed to charge a battery. The cause for the failure was isolated to a shorted u13 cmos flash micro-controller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the shorted u13 component. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt's friend contacted zoll customer support to report that the pt battery packs were not charging. The pt was provided with a replacement charger/modem.